Event description:
The company was informed that the pt showed redness from headpiece irritation and experienced open wound at the implant site. The pt was treated with oral antibiotics (type unk). The pt is continued to be monitored by the center.